Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control (qc) recovered within range. Siemens is investigating the event.

Event description:
The customer obtained a discordant, falsely depressed, microalbumin_2 (alb_2) result on a patient sample when performing repeat testing on an atellica ch 930 analyzer. The customer did not report the repeat result and noted that the initial result was correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed microalbumin_2 (alb_2) result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00052 on 23-feb-2022. Correction (july 2022): sections b5 and b6 of the initial MDR incorrectly referenced a "falsely depressed microalbumin 2 (alb 2) result." Sections b5 and b6 are updated with the correct reference "falsely elevated microalbumin 2 (alb 2) result." Siemens reviewed additional information regarding the falsely elevated microalbumin 2 (alb 2) result and concluded no hardware-related malfunction with the atellica ch 930 analyzer. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated results observed due to reagent carryover from atellica ch 930 iron 2 (iron 2) into atellica ch microalbumin 2 (alb 2). This issue impacts urine patient samples, quality control samples, and calibrators for the alb 2 assay. Starting 2022-06-28 an urgent medical device correction (umdc, letter achc22-06.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter achc22-06.a.ous) was sent to ous customers. The umdc and ufsn explain the potential for carryover for iron 2 into alb 2 on the atellica ch 930 and provides instructions to the customers.

Event description:
The customer obtained a discordant, falsely elevated, microalbumin 2 (alb 2) result on a patient sample during initial testing performed on an atellica ch 930 analyzer. The result was not reported to the physician(s). The customer used the same sample and analyzer to perform repeat testing and obtained a lower result. The result was considered to be correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated microalbumin 2 (alb 2) result.